Event description:
A report was received that the patient had been identified as having some type of infection around the ipg site. The patient was prescribed antibiotic. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician believed the infection was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had been identified as having some type of infection around the ipg site. The patient was prescribed antibiotic. The patient underwent an explant procedure. No device malfunction was suspected.